Manufacturer narrative:
Sections with additional information as of 22-apr-2026 h6: updated FDA's investigation conclusions code root cause: rc-102: meter defect.

Manufacturer narrative:
Internal report reference number: (B)(4). B1: product problem being submitted due to meter being part of recall number z-0413-2026 meter. Meter and test strips were not returned for evaluation. Note: customer contacted manufacturer 18-nov-2025 - customer stated the initial issue has been resolved and they are comfortable with the glucose readings from the replacement products.

Event description:
Consumer reported complaint the battery door had broken off the meter. Per the customer, they did not recall dropping or mishandling the device/product. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The true metrix meter is part of recall number z-0413-2026 meter. Test strip lot information was not provided.